Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. The reporter provided to dexcom that this complaint allegation was found in an app store review. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.